Event description:
It was reported that the battery compartment latch is damaged, the lens was scratched, and a software upgrade was required. The issue was discovered during testing. There was no patient involvement. Evaluation of the returned device revealed the downstream occlusion and upstream occlusion seals were separating from the chassis.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was confirmed. However, visual inspection found that the downstream occlusion (dso) seal and upstream occlusion (uso) seal were separating from the chassis. This indicated a reportable malfunction based on the dso and uso seals. The dso and uso seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.